Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during repaired of this smiths medical cadd prizm vip pump, the pumps exhibited error code lec 10037. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The device history record review is not applicable or relevant because this device is not an out of box failure and the results of the complaint investigation do not indicate a problem during manufacturing or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection was performed on the pump finding keypad and labels intact and the device was in good condition. An error code 10037 was found on display. Functional inspection was performed on the pump in app mode and was unable to duplicate the stated problem. Error history log review did not find any errors. The device was found to be functioning as intended. The exact root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. However, the motor will be replaced as an action taken to mitigate the reported issue.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.